Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical damage on the subject device (located on the nozzle) even if proper reprocessing was conducted. The foreign material was believed to have originated from disinfectants used and hard water. The nozzle of the subject device was replaced in on-site repair at the local service center, and the user could reprocess the device properly after nozzle was replaced. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for device evaluation. The device evaluation was performed by third party, and hence the allegation is not confirmed. Product was repaired onsite at local service center. The third party device evaulation found that the angle wires were stretched. Foreign material could not be removed even when the correct reprocessing was performed. This was due to the buckling of each channel or nozzle, and the gap on the insertion section or the boot. Bend knob backlash right and left, bent angles up, down, right and left direction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the evis exera colonovideoscope was found to have irregular auxiliary water supply (air/water aspiration problem). The issue was found during preparation, for use in a diagnostic procedure which was completed using a similar device. Inspection and testing of the returned device found foreign matter in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.